Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. The device was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. The device remains implanted.